Event description:
It was reported by service report that the foot board does not function resulting in no scale or bed exit functionality. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: control board.